Event description:
A caller reported an issue with incorrect time settings on their pump. Blood glucose levels remained within a normal range as there were no values above 500 mg/dl or below 54 mg/dl. Technical support assisted by guiding the caller in updating the pump time and advised monitoring for any future discrepancies. The caller understood and agreed to follow up if the problem persisted.